Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus occurred. During a left atrial appendage closure procedure, this watchman access system (was) was selected and placed in the left atrium along with a non-bsc pigtail catheter. However, both devices formed thrombus on the devices very quickly while in the left atrium. It was noted that they thought that they had adequately heparinized the patient. They had given the patient 6000 units of heparin. They drew back the was and the pigtail catheter at the same time to pull the thrombus into the catheter and pour it into the syringe. They were able to do that successfully, they believed none of the thrombus embolized. The patient was then given an additional 4000 units of heparin for a total of 10,000 units. They flushed the was several times to ensure that there was no thrombus in the catheter. Since the 'was' was at the mouth of the left atrial appendage, they decided to shoot some contrast in the appendage just to visualize the anatomy. Once they realized that the anatomy was relatively complex and that it would probably be a longer procedure rather than a short procedure, they decided to terminate the procedure because of the hypercoagulability of the patient. The patient remained in the hospital overnight, but otherwise, there was no evidence of an adverse event post procedure and the patient's status is fine.